Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during drain. The patient stated they had disconnected from the machine to use the restroom. The patient reconnected but the machine had already moved to drain and was alarming. The baxter technical service representative (tsr) explained the alarm , assisted with clearing the alarm then advised the patient to discard the supplies and either finish with manuals or start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The registered nurse (rn) stated that they were aware of the alarm and that the patient has been continuing therapy successfully. Baxter corporate product surveillance informed the rn that the cause of the alarm was due to use error and recommended reviewing the proper procedures with the patient. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error - air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).